Manufacturer narrative:
A facility reported that a defendo disposable air/water valve malfunctioned by spurting irrigation fluid during the priming phase of an endoscope procedure. It was reported this fluid spurted into the eye of the physician while handling. The physician reported that the leak was observed while priming the valve and checking all buttons on the endoscope before starting the procedure, therefore no risk to the patient. The water spurted out the top of the disposable valve button. It was reported that the physician was wearing eye protection. It is unknown if the physician sought additional medical attention. Medivators field staff and ra has contacted this customer regarding this complaint. Replacement product was provided. This complaint will continue to monitored within medivators complaint system.

Event description:
A facility reported that a defendo disposable air/water valve malfunctioned by spurting irrigation fluid during the priming phase of an endoscope procedure. Some of this fluid spurted into the eye of the physician while handling.